Event description:
While reviewing the pt's programming history, it was observed that the pt's generator was reset on (B) (6)2008 due to a faulty system test. No final interrogation was performed after the faulted system test; therefore, the pt left the office with unintended settings, and it was not noticed until the next office visit ((B) (6)2008). The faulty system test resulted in the reset of generator.

Manufacturer narrative:
Analysis of programming history.